Manufacturer narrative:
Follow-up #1 date of submission 05/16/2016-device evaluation: the pump has been returned and evaluated by product analysis on 04/26/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the keypad cover was observed to be torn near the up arrow button. During testing, the contrast keypad button was unresponsive to user presses, which has no effect on insulin delivery. All of the other keypad buttons responded properly. The keypad cover was removed, and contamination was found under all keypad button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.